Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting rapidly. Additionally, it was reported that an unspecified malfunction alarm occurred, and the customer experienced an unspecified cartridge issue. The customer reset the pump the resolve the malfunction, and reloaded the same cartridge to resolve the cartridge issue. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.